Event description:
It was reported that the ilet pump screen would not unlock despite troubleshooting, consistent with an unresponsive key/button, and the issue involved the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem associated with an unresponsive user interface affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.